Event description:
It was reported that an unspecified alarm occurred on the homechoice device after the patient had been disconnected from the patient line. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation of the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the reported issue could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.